Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their blood glucose was 575 mg/dl when she woke up and that the insulin pump display was blank. She changed the insulin pump battery and the device remained blank. The customer treated her high blood glucose with two manual insulin injections. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to a battery tube connector not being plugged in properly to the interface board. Unable to test the basic occlusion, occlusion, prime, excessive no delivery, or unexpected restart error tests due to the blank display. The connector was plugged in and continued testing. The pump met all operating current specifications. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.